Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the clinic stated the right ventricular (rv) lead exhibited noise and impedance measurements greater than 2500 ohms in bipolar pacing. Boston scientific technical services advised the clinician to perform additional tests and consider changing out the lead. No adverse patient effects were reported and the rv lead remains in service.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
One month later, additional information was received that the rv lead exhibited an impedance of greater than 2500 ohms and no capture at maximum voltage. It was noted that the fluoroscopic image showed a fracture in the lead near the subclavian vein. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.